Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: you reported that ¿there was a change in procedure.¿ please explain what the change was. How was the procedure completed? Did the post-operative care change based on the event? The intention was to perform a low anterior resection, but it was converted to an apr. Procedure completed by putting a colostomy bag. Yes, post-operative care changes after this event.

Event description:
It was reported that during an anterior resection procedure, the stapler cut but didn¿t staple. There was a change in procedure. It is unknown what was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? Patient is on permanent colostomy bag. When the device was fired, where was the indicator located within the green zone/gap setting scale? Indicator was in the green zone. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? A crunch feel. A plastic to plastic fire. Were any unexpected noises heard? If so, when? No. Was there audible and tactile feedback from firing the device? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Were any unformed or malformed staples observed? If yes, where were they located? Not located as it was a very low anterior resection. Were any loose staples noted intraoperatively? If yes, where? No. When was the safety released on the device? Prior to being handed to the surgeon? Safety released just before the firing. Was the patient receiving radiation or chemotherapy? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No who fired the device? Assistant or the surgeon? User experience with the device? Asst. Surgeon. He had experience with the device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.